Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the deco lab, a model 12tlw405f35 catheter was received with a different lot number than reported. The reported lot number was 61846029 and received was 61697960. Per the edwards field representative, she spoke with the customer who confirms the product that was received is the actual suspect device. When the issue occurred, the customer stated she pulled it out of the trash right away and put it in a biobag. She believes she may have accidentally reported the lot number of the package from the catheter that replaced the defective one. Another device history review has been initiated for the corrected lot number and a supplemental report will be submit upon completion. Our product evaluation laboratory received one model 12tlw405f35 catheter with a 1ml syringe. The balloon was inflated with 0.9ml of di water and the balloon inflated concentric and did not leak; however, the balloon could not deflate completely after 15 seconds. The balloon deflation time with water was out of specification. Cut down was performed on the catheter. A lab 0.008-inch stylet became stuck at the proximal end of the proximal balloon bushing. The balloon inflation lumen appeared to be collapsed around the location of the proximal bushing. The minimum specification of the inner diameter for the inflation lumen is 0.009-inch. The customer report of a balloon deflation issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per additional testing by the product evaluation lab, the swan-ganz catheter wall thickness were measured to be 0.0017 inches at approximately 1.8cm from the catheter tip and 0.0033 inches at approximately 1.85cm from the catheter tip.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. UDI #: (B)(4).

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported that the balloon on a fogarty catheter ¿would expand but not collapse¿ during use. The physician ¿could not use saline but had to use air with difficulty. It almost got stuck in the patient". The physician indicated that a 10ml syringe was needed to create a higher suction to pull against the sheath. There was no patient injury. Patient demographics were requested and not provided.